Event description:
A 6f angio-seal vip was selected for use following a diagnostic angiogram on (B)(6) 2014. The pt returned to the hospital presenting with leg pain and weak pedal pulses on (B)(6) 2014. The pt was taken to surgery where a clot was discovered near the anchor of the device. A cut down was performed and the clot was removed. The pt is doing well following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, would drainage, or any other usual symptoms.